Event description:
A provided reported that a patient received a coolsculpting treatment and represented with possible paradoxical hyperplasia (ph), post treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Practice development manager reporting on behalf healthcare professional that a patient received a coolsculpting treatment using cooladvantage coolcore applicator on the abdomen and presented with paradoxical hyperplasia 2 months post treatment. The following treatments were performed on (B)(6) 2025 and (B)(6) 2025.

Manufacturer narrative:
Correction: b3, b5, d4, e1, g1, h11. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a2, a3, a4, a6, b5, d4, e1, and h6.

Event description:
A provided reported that a patient received a coolsculpting treatment on (B)(6) 2025 using cooladvantage applicator to the abdomen and presented with paradoxical hyperplasia "(ph)", 2 months post treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provided reported that a patient received a coolsculpting treatment on (B)(6) 2025 and (B)(6) 2025 using cooladvantage applicator to the abdomen and presented with paradoxical hyperplasia "(ph)", 2 months post treatment.